Event description:
Additional information was received that the cause of the resistance/pipeline failure was not determined. The pipeline was placed in a vessel bend when it failed to open. When deployment was started, they opened the distal part of the pipeline. Resheathing was tried in attempt to open the pipeline. The physician did not release the load (slack) in the system in an attempt to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a phenom catheter encountered resistance at the distal end where the pipeline became stuck while re sheathing. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured ica m1/m2 aneurysm with a saccular morphology. The patient¿s vessel tortuosity was moderate. The access vessel diameter was 4.5 mm. Aneurysm dimensions: max diameter 3 mm and neck diameter 3 mm. Landing zone (artery size): distal 3.8 mm and proximal 3.5 mm. The phenom 27 reached the point of the deployment but it was not navigating good enough. The pipeline vantage opened good at its distal part but it seemed hooked in the phenom so the doctor could not unsheath the pipeline completely. They retired the whole system (phenom 27 and pipeline) and try to deploy as a demo in the table. The pipeline was completely closed at its proximal part. The catheter or pushwire was not damaged. Dapt (dual antiplatelet treatment) was administered (pru level heparine). The angiographic result post procedure was decent. There were no patient symptomsor complications associated with this event. The catheter was flushed as indicated in the IFU. Ancillary devices: sheath neuronmax, guide catheter benchmark 071